Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description is currently unknown. Update 4/18/17- event description is currently unknown. Three follow-up attempts were made but no response has been received. The product is currently being coded as no product failure indicated, but if evaluation of the returned product can identify a failure, the complaint will be updated at that time. May 25, 2017 - update - upon evaluation of the instrument, the metal end portion of the handle broke off. K.potter

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.